Event description:
Information was received indicating that a smiths medical cadd 50 ml medication cassette reservoir was providing the causing a pump with a high pressure warning alarm. There was no reported adverse events.

Manufacturer narrative:
Additional information: d10, h6, h10. Correction: please disregard the initial report sent with MFR# 3012307300-2020-03555 as it was a duplicate of the initial report previously sent with MFR# 3012307300-2020-03547. Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis. Visual inspection was performed under normal conditions of illumination and it was noted that the sample was received without the blue clip, and the pump tube trapped with the arm of the ffp system, which avoid the tube return to the original form, however no difficulties were presented to push down the spring. No occlusions were detected in none of the bonding. During analysis, the cassette was connected to the cadd legacy plus to look for unusual functions; the pump performed a self-test then it kept running and no alarm was activated. Based on the evidence, the complaint was not confirmed, and no fault was found.